Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Cleaned inspiratory check valve, cleaned breathing system, to resolve the issue.

Event description:
The hospital reported a malfunction resulting in elevated co2 levels in the patient circuit. There was no report of patient involvement.